Manufacturer narrative:
Additional information: conclusion: representative samples were returned for evaluation. They were visually examined. All packages were in relatively good condition. The seals are in acceptable condition, smooth and flat, with no visual defects.

Event description:
It was reported that a patient underwent an aortic stent graft procedure on (B)(6) 2012 and suture was used at the inguinal site. The patient developed a surgical site infection on (B)(6) 2012. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ebm412; batch eaz038; batch eam006. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01104. The same patient is represented in each medwatch.